Event description:
It was reported that a spectrum pump was alarming for system error 322. There was no pt involvement. The error occurred in the biomed area. No further information was provided.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Unit was tested for 24 hours with no occurrence of ec 322. However, a review of the history log confirms the system error 322. Eval was unable to determine the cause of the error. When evaluating known contributors to system error 322 it led to the determination that the upper and lower aux were the failing components. As a result, the upper and lower aux were replaced.